Manufacturer narrative:
Date of initial report : 2017-04-21. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws were opening intermittently. The jaw was not opening properly. No patient injury occurred or medical intervention required.